Event description:
Healthcare professional reported left-side "saline was aspirated from implant." The deflation of the implant afterward has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening. Leak test and microscopic analysis was performed which identified: curved striated openings on anterior and posterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "saline was aspirated from implant".